Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. There was no reported injury to the patient.

Manufacturer narrative:
Initial date was february 12,2019. The date is being updated to february 11,2019. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. There was no reported injury to the patient.